Event description:
A physician notified to revance and teoxane of an adverse event on (B)(6) 2023. The patient was injected four times with rha 3 and rha 4 products over the course of 1 year 7 months. The first injection was on (B)(6) 2021 with 2 ml of rha 4 in both cheeks/midface (case number (B)(4)) and with 0,8 ml of rha 3 in the marionette lines and 0,2 ml in the nasolabial folds. The second injection was on (B)(6) 2022 with 1 ml of rha 3 (case number (B)(4)) in the marionette lines. The third injection was done on (B)(6) 2022 with 1 ml in total of rha 3 in the lips, nasolabial folds (nfls), and right marionette line. On this date, the patient also received a polydioxanone thread lift procedure to the mid and lower face. The last injection was on (B)(6) 2022 of rha 3 in the marionette lines and nfls. The patient's history includes thyroid issues for which she is medicated (levothyroxine; around january 2023 her dose was increased). She received a facial micro-needling, done in mid-(B)(6)-2023, and a dental cleaning on (B)(6) 2023. The first symptoms occurred 6 months after the last injection, in the end of (B)(6) 2023 approximately on (B)(6) 2023. During this time, the patient experienced sinus congestion around the same time as increased firmness/induration in the left nfl. A few days later, approximately on (B)(6) 2023, there was swelling and firmness in the right maxillary region. On (B)(6) 2023, clinical examination confirmed mild tenderness with deep palpation and oedema in the right maxillary region, plus the treating physician described a palpable filler felt in the left nfl. The patient was started on antibiotics (clindamycin 300 mg) for 10 days and probiotics. On (B)(6) 2023 symptoms were worsening, with red blotching, induration in the right cheek/midface, oedema in the left cheek, right periorbital area, and mild swelling in vermillion border of upper lip. Next day, on (B)(6) 2023, the symptoms continued to improve as there was no swelling or induration in the lips. At this time, the patient began taking prescribed corticosteroids (prednisone, 60 mg per day for 3 days and tapering down). She was also advised to take over the counter antihistamines, although it is unknown whether she did. On (B)(6) 2023, there was significant improvement, the adverse event almost completely resolved with only minimal induration, nodules and swelling. She continued taking prednisone at a lower dose (50 mg/day). Several tests were carried out for the patient: on (B)(6) 2023 perrla (p: pupils, e: equal, r: round, r: reactive to, l: light, a: accommodation), mouth exam (suspected underlying dental abscess), clinical exam. On (B)(6) 2023: cbc- complete blood count, cmp- comprehensive metabolic panel. On (B)(6) 2023: capillary refill (less than 3 seconds), perrla eomi eye exam (without discomfort), ana- antinuclear antibodies (reflex negative), crp- c-reactive protein, esr- erythrocyte sedimentation rate, CT- computed tomography maxillofacial with and without contrast and outpatient CT, clinical exam. Rheumatoid factors were all non-actionable. The purpose of the CT scan and blood tests were to see any abscesses and the spreading of the inflammation. A local medical expert was contacted to advise the injector on the patient's treatment and agreed with the actions taken by the injector. On (B)(6) 2023, teoxane asked an international medical expert for additional assessment and received information that it was typical granuloma triggered by microneedling or dental work. This international medical expert agreed with provided treatment. On (B)(6) 2023, the patient described huge improvement of symptoms with only a small bump remaining on the right cheekbone. The case was closed. Based on the first information received, the case was first assessed not reportable. However, according to the diagnose provided by the national medical expert on (B)(6) 2023, the case was upgraded as reportable due to evidence of granuloma skin.

Manufacturer narrative:
According to the information received and international medical expert diagnosis suggestion, this case would be related to the granuloma. Granulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reaction is mentioned in the instructions for use of teosyal products. Batch analyses undertaken confirm that the products passed sterility and quality compliance tests, therefore the imputability of the product seems dismissed.